Event description:
It was reported that during a coronary stent procedure, the guide catheter moved away from the ostium of the coronary artery, causing the stent delivery system to be pulled out of the artery. The stent became dislodged and lost in the pt's body. Pt status is listed "okay".